Event description:
It was reported that the patient presented to the emergency room with device in back up vvi mode. The patient experienced pre syncope, also noted was intermittent capture. The device was explanted and replaced successfully. No patient symptoms were noted and no additional information was available.